Event description:
Customer reported an issue with the passport 2 monitor, which may have affected patient monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the device. Corrections included replacements of the system's nibp circuit valve and cpu board. System was calibrated and safety tested to factor's specifications.